Event description:
It was reported that the right ventricular (rv) lead alerted due to a lead impedance warning and alerted again two months later due to a bipolar lead impedance warning. The rv lead remains in use. No patient complications have been reported as a result of this event.